Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However no report of pt or staff injury was reported.

Event description:
The customer reported the image was so dark the system was unusable. This is a reportable event related to the loss of a live image. There are no reports of pt injury or death associated with this event.